Event description:
It was reported that 17 inch ext set w/.2mf & vlv port had an occlusion on 2 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Not allowing fluid through product. We have had two faulty bd smart site low sorbing set 20350e-0006 lot (10)19105367 . It will not allow fluid to go through the filter. I suspect there will be more as they are from the same batch.

Manufacturer narrative:
Two 20350e-0006 samples from lot 19105367 were received in opened packaging; residual fluid was present within each sample. Additionally a 10ml bd syringe with residual fluid was received connected to the female luer component of one sample to assist the investigation. Attempts were made to prime each of the samples, which confirmed the customer's experience; an occlusion was noted at the downstream tubing joint of the filter in each instance. A closer inspection of the affected tubing joints identified the appearance of potential excess solvent. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customers experience is likely to have occurred as a result of an excess amount of solvent having been applied to the tubing joint during assembly. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19105367 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the (B)(4) set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port had an occlusion on 2 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Not allowing fluid through product. We have had two faulty bd smart site low sorbing set 20350e-0006 lot (10)19105367 . It will not allow fluid to go through the filter. I suspect there will be more as they are from the same batch.